Event description:
On (B)(6) 2012 at 11:15, dialysis treatment started with fnr 200 dialyzer. As soon as treatment started noticed to have blood leak on dialyzer and hansen. Blood did not return to pt. Treatment stopped and lines disconnected. Blood leak strip was positive.